Manufacturer narrative:
The date of event is unknown. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported in medwatch form mw5179140 that the patient experienced ineffective therapy and surgical intervention was undertaken wherein the system was explanted. Initial reporter elected not to be identified.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.